Event description:
The manufacturer received information alleging a ventilor's screen was blank and alarming. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator's screen was blank and alarming related to ventilator's device sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The device was evaluated. Upon evaluation, e-304 and e-305 errors were identified due to display issue which needs replacement. Display components were replaced and software was upgraded to current version. Unit passed final repair test. Later, the device was returned to the manufacturer's quality product investigation laboratory (pil) with allegation of a blank screen for further investigation. Manufacturer reviewed the event logs and noted e-304 and e-305 errors due to backlight and touchscreen failure. Pil installed the display and backlight, graphics and touchscreen interface operated as expected and errors did not reoccur. The manufacturer was unable to confirm the failure of display and no visual defects were found.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.